Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarm which was not reproduced during the eval of the device. The false alarms were confirmed during baxter's functionality testing of the device. The upstream sensor was replaced as a known contributor to the false alarms.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.